Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were implanted; two in the 1st om, one in the lad and one in the cx. Approximately one month post procedure the patient had positive occult stool; the patient went to the emergency department with abdominal pain and very minor bleeding. The investigator assessed that the event was not related to the device and possibly related to the anti-platelet medication. The patient is recovering.